Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited dislodgement as fell from position. The right ventricular (rv) lead exhibited dislodgement and was pulled back in to the right atrium. The ra and rv leads were reprogrammed, revised and remain in use. No patient complications have been reported as a result of this event.